Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "reducible, soft, nodularity in the lower inner right breast¿, ¿there is undulation of the right breast implant at this site¿, ¿right side lump", "suggestion of a stepladder appearance in the upper outer quadrant, concerning for intracapsular rupture¿ and "deep radial folds". This record is for the right side. Device remains implanted.